Event description:
According to the reporter: during a laparoscopic sleeve resection the surgeon was not able to rotate the idrive. Additionally, the safety button did not work from the left hand side. The surgeon used another stapler to complete the procedure. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. Visual and functional evaluation noted that the reported condition was able to be replicated. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The device source code was reviewed and it was found that a condition would take place where button presses would not be processed if there was a button press activated at start-up and that the buttons would resume functionality once the button was no longer registered. However, the ultimate root cause for the unregistered button presses could not be reliably determined. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.